Event description:
It was reported that device had a tear on the cassette membrane, and it was showing an air in line error. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Initial reporter address 2: (B)(6). H6: a code a1601 (device alarm system) corrected to a0404 (crack) and a0709 (device sensing problem) for the initial allegations of "tear on the cassette membrane and showing an air in line error." The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated regarding the downstream sensor issue, but not the air in line issue. The pump event history logs showed "high alarm displayed: downstream occlusion", air detector on/off set to on, and air detector sensitivity was set to low. The cause of the customer reported problem was a defective downstream occlusion (dso) sensor, with a cracked air bubble. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, air detector with keypad, optical switch and bracket. The pump passed all functional tests and performed as intended after repair.